Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported no power - unable to boot - not front panel indicator on ac power. There was no reported patient involvement.